Event description:
Event verbatim [preferred term] used the product and sustained 2nd degree burns [burns second degree], did not read the back of the box and then saw the warning about not to use on direct skin for persons older than 55 and those with diabetes [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp reporting on behalf of her father. This (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the consumer stated her father used the product and sustained 2nd degree burns. She mentioned she did not read the back of the box and then saw the warning about not to use on direct skin for persons older than 55 and those with diabetes. She opinioned the warnings should be put on the front of the box. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of second degree burn and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Comment: based on the information provided, the events of second degree burn and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2013 through (B)(6) 2016 manufacturing site: pfizer albany / complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation: the citi search returned a total 218 complaints for the lower back and hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in (B)(6) 2015, (B)(6) 2016. A change in safety¿s procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The data shows an increase of 17 complaints received in (B)(6) 2015; fourteen of the17 were related to burns, blisters, and redness. Twelve of the 17 complaints received in (B)(6) 2015 were related to burns, redness and blisters. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Event description:
Event verbatim [preferred term] . Did not read the back of the box/ used the product when sleeping and the adhesive was attached to the body/did not check the skin/ numbers of hours: 12-16 [device use error], used the product and sustained 2nd degree burns [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her father. This 86-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date one day for 12 to 16 hours for back pain. The patient's medical history included diabetes, short term memory loss and dry skin. Concomitant medications included insulin porcine (insuline) 8 units once daily for diabetes, glipizide 5 mg daily for diabetes, cholecalciferol (vit d3) 2500 iu daily and cyanocobalamin (vit b12) 1000 mcg daily. The patient previously used thermacare heatwrap "8 hour joint and muscle" and did not experience any events. On an unspecified date, the consumer stated her father used the product and sustained 2nd degree burns, extreme redness and pain. She mentioned she did not read the back of the box and then saw the warning about not to use on direct skin for persons older than 55 and those with diabetes. She opinion the warnings should be put on the front of the box. The patient was not hospitalized due to the event. Action taken with the suspect product was permanently withdrawn on an unspecified date and returned to the pharmacy. The patient did consult his physician. Treatment for the event included silver sulfasalazine cream usp 1% twice a day for 7 days. Clinical outcome of the event used the product and sustained 2nd degree burns was resolved on an unspecified date. The patient's skin tone was medium. His skin was dry. The patient previously used an electric heating pad. The patient used the product when sleeping and the adhesive was attached to the body. The patient did not exercise while using the product and did not check the skin under the product while wearing. Product investigation results are as follows: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2013 through (B)(6) 2016 . Manufacturing site: pfizer albany / complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation: the citi search returned a total 218 complaints for the lower back and hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows a seasonality increase in (B)(6) 2015, (B)(6) 2016. A change in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The data shows an increase of 17 complaints received in (B)(6) 2015; fourteen of the17 were related to burns, blisters, and redness. Twelve of the 17 complaints received in (B)(6) 2015 were related to burns, redness and blisters. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (17oct2016): new information received from a contactable consumer on behalf of her father included patient data (age), relevant medical history, concomitant medications, past product use, product data (thermacare heatwrap updated to thermacare lower back & hip, indication, frequency, action taken) and reaction data (additional event of "used the product for 12 to 16 hours", treatment and outcome). Amendment: this report is being submitted to amend previously reported information: type of follow up report selected. Follow-up (28dec2016): follow-up attempts are completed. No further information is expected. Follow-up (24apr2020): new information received from a product quality complaint group includes: product investigation results. No follow up attempts possible. No further information is expected.

Event description:
Used the product and sustained 2nd degree burns [burns second degree]. Did not read the back of the box and then saw the warning about not to use on direct skin for persons older than 55 and those with diabetes/ sleeping while wearing the product/did not check the skin [intentional device misuse]. How many hours had you been using thermacare that day? Numbers of hours: 12-16 [device use issue]. Case description: this is a spontaneous report from a contactable consumer reporting on behalf of her father. This (B)(6) year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date one day for 12 to 16 hours for back pain. The patient's medical history included diabetes, short term memory loss and dry skin. Concomitant medications included insulin porcine (insulin) 8 units once daily for diabetes, glipizide 5 mg daily for diabetes, cholecalciferol (vit d3) 2500 iu daily and cyanocobalamin (vit b12) 1000 mcg daily. The patient previously used thermacare heatwrap "8 hour joint and muscle" and did not experience any events. On an unspecified date, the consumer stated her father used the product and sustained 2nd degree burns, extreme redness and pain. She mentioned she did not read the back of the box and then saw the warning about not to use on direct skin for persons older than 55 and those with diabetes. She opinioned the warnings should be put on the front of the box. The patient was not hospitalized due to the event. Action taken with the suspect product was permanently withdrawn on an unspecified date and returned to the pharmacy. The patient did consult his physician. Treatment for the event included silver sulfasalazine cream usp 1% twice a day for 7 days. Clinical outcome of the event was resolved on an unspecified date. The patient's skin tone was medium. His skin was dry. The patient previously used an electric heating pad. The patient used the product when sleeping and the adhesive was attached to the body. The patient did not exercise while using the product and did not check the skin under the product while wearing. Additional information has been requested and will be provided as it becomes available. Follow-up (17oct2016): new information received from a contactable consumer on behalf of her father included patient data (age), relevant medical history, concomitant medications, past product use, product data (thermacare heatwrap updated to thermacare lower back & hip, indication, frequency, action taken) and reaction data (additional event of "used the product for 12 to 16 hours", treatment and outcome). Company clinical evaluation comment based on the information provided, the events of second degree burn, intentional device misuse, and device use issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Amendment: this report is being submitted to amend previously reported information: type of follow up report selected.